Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial undersensing information. Analysis of the device memory indicated atrial oversensing due to ffrw (far-field r-waves).

Event description:
It was reported that the patients right atrial (ra) lead exhibited intermittent ra undersensing during at/af episodes and far field r-wave (ffrw) oversensing was also observed during ventricular pacing. No programming changes have been completed at this time. Thera lead remains in use. No patient complications have been reported as a result of this event.